Event description:
Medical assistant noticed 3 hypodermic needles of the same lot number with debris on the needle. Harm did not come to patient as it was caught prior to administration. Pt: 4582. Device: 2944. Ref: mw5187528, mw5187529.